Event description:
The pt incurred a broken hip as a result of the fall, and an incident report was filled out by the facility. Hospital alleged the ppm (pt positioning monitor) will alarm at the bed, but not at the nurses station. Upon investigation, it was found that the account had replaced the original communication cable and did not know which communication cable was on the bed. The hill-rom nurse call system showed the bed status as offline at the time of the event. This would indicate that the communication cable was either disconnected or not seated properly. To resolve this issue, the nurse call cable was replaced.